Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unk. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, towards the end of the procedure, the hemopro plastic c-ring broke off and separated. No replacement was needed since the procedure had already been completed. The c-ring was pulled out through the original incision. The hosp did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question.